Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that since the implant was put in ((B)(6) 2018) they have not gotten the relief they were expecting to get (no therapy relief) and thinks its stimulating him in the wrong area. The patient stated, "I went to the doctor yesterday and I told him its "stimulating me in my right buttocks and going down my leg". The patient stated that the doctor wanted him to move from program 1 to 2". Patient services assisted the patient in moving to program 2 and the patient reported feeling stim at 2.4v and that they will try this setting. The patient stated that they feel this in their "butt crack" which seemed to be closer to the correct spot that they should be feeling it in. The patient confirmed that stim was on. No further complications were anticipated/reported.